Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device was locking up and would not shut down, preventing a full boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device was locking up and would not shut down and preventing a full boot. Upon further inspection, it was confirmed that the suite pc interface control failure leads to disconnection with internal component. Fse visited onsite and replaced the flexviewing pc. After replacing the flexviewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.